Event description:
It was reported that pump had excessive battery drainage while customer was in process of getting new pump. There was no reported impact to the customer¿s blood glucose level. Customer¿s mother declined troubleshooting and follow-up, and case was documented and closed by technical support.